Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02965.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02965. It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s leads were explanted and replaced. Postoperatively, effective stimulation was reported.